Event description:
It was reported that the device exhibited a lock-up failure during the power on self test. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies but was unable to reproduce the reported failure. Further component cause could not be determined.